Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a labelling/packaging issue with her onetouch ultra test strips. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. There is very little detail known about the alleged issue. The csr attempted to follow up with the patient to obtain further information; however the patient was at the doctor's office and her husband said that she may call lifescan back. The patient's husband stated that the alleged product issue began 2 weeks prior to the patient contacting lifescan. The test strip vial was missing the lot number, cal code, expiry date and control solution range. The patient's husband denied that the patient developed any symptoms; however, he stated that she was hospitalized and received hcp treatment (date/time not provided). At the time of troubleshooting, the csr noted that the issue was not resolved with walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient was hospitalized and received hcp treatment after the alleged product issue began.